Event description:
The field service engineer (fse) while working on the device found the battery would not charge and fails calibration. There was no patient involvement. The field service engineer (fse) while working on the device found the battery would not charge and fails calibration. The device needs a battery. The philips representative has identified this as malfunctioning part. The battery will be replaced and then the device will be validated by performance assurance testing.